Event description:
It was reported through an implant card that a vns patient underwent generator replacement surgery due to battery depletion and in addition the lead was replaced due to high impedance. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
The explanted vns generator and lead were returned to the manufacturer on (B)(6) 2012. Analysis of the generator did not identify any anomalies, and the generator performed per specifications. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken in the body area of the returned (intact) lead assembly. Scanning electron microscopy was performed and identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed, during the visual analysis, and no other discontinuities were identified

Event description:
Reporter indicated the patient had no trauma. A clear lead break was seen via x-rays per the reporter, but the x-rays will not be forwarded to the manufacturer. Attempts for further information and return of the explanted devices have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
An incomplete device manufacturing date was inadvertently reported on the initial MDR. The complete manufacturing date is provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.